Manufacturer narrative:
Device passed functional testing including stop current test, run current test, self test, off no power test, unexpected restart error test, seat & rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device was received with normal operating currents and no unexpected low battery alarm or battery power loss alarm noted. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 49 mg/dl. The customer was treated for the low blood glucose with food. No low blood glucose troubleshooting was performed. Customer also reported that the insulin pump started beeping and the buttons were unresponsive. Unable to confirm if the time was advancing due to battery has been removed. Customer also mentioned that the insulin pump had a battery out limit alarm after battery change. Customer was advised to discontinue use of insulin pump and revert to back up plan. The insulin pump will be replaced and expected to return for analysis. Frn-reservoir; unomedical infusion set; ozo- sensor.